Manufacturer narrative:
Evaluation, method: actual device evaluated. Standard performance tests were completed. Results: device was found to be out of spec. Conclusions: device was found to be slightly out of accuracy specification during testing, but the out of spec condition was found to be over delivery, which is opposite of the customer's report of under/no delivery. Device needs recalibration.

Event description:
Reported by the customer as: reads medicine complete but set is still full. Pt injury: no pt injury. At this time, the customer is not sure what med was given and is not willing to disclose any further information.